Event description:
Caller reported a malfunction alarm with cgm error 42, which involved the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with complete pump reset information by technical support and was advised to reset the pump when ready, with a follow-up recommended if the issue persisted.